Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: it was reported that during an unknown surgery after insertion, the cage was fixed to the inner shaft of the implant holder at an angle of 90° and could not be released or angled. As a result removal of the cage from the disc space was impossible. It was also reported that after using an impactor the cage could be released from the inner shaft and removed. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.